Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump experienced a delivery anomaly. The customer's blood glucose was 20 mmol/l and the customer had a presence of ketones. The customer's mother stated that the insulin pump alarmed no delivery. The customer's mother stated that the bolus had been tricky, as it seemed as though the bolus was not delivering correctly. She stated that there was an absence of no delivery alarms during boluses, since the customer experienced unexplained high blood glucose. The customer's mother declined troubleshooting assistance, as she had done troubleshooting on her own. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.